Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the device was deployed in the right ventricular apex. Electrical testing was performed and found to be acceptable, and fixation confirmed with more than two tines implanted. Electrical testing was repeated, and the threshold was found elevated and unacceptable. The leadless ipg was recaptured and re positioned to the mid-ventricular septum. Electrical testing was performed and found to be acceptable. The leadless ipg remains in use. No patient complications have been reported as a result of this event.